Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 163 mg/dl, the sensor glucose was 110 mg/dl, and the current blood glucose level was 124 mg/dl. Insulin delivery was suspended due to sensor values. Sensor value that triggered the suspend event was 60 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer stated that insulin pump had several alarms from his pump and sensor battery failed alarm. The device will not be returned for analysis.